Manufacturer narrative:
Journal article title: comparison of resolute zotarolimus-eluting and xience everolimus-eluting stents in patients with de novo long coronary artery lesions: a randomized long-des vi trial. Journal: coronary artery disease [coron artery dis] 2019 jan issue: volume 30 ref: 10.1097/mca.0000000000000680. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted that documented a study that sought to compare the efficacy of resolute zotarolimus-eluting stents (r-zes) (resolute integrity or resolute onyx) and xience everolimus-eluting stents (ees) for very long coronary lesions. Target lesions were severely tortuous, severely calcified with thrombus, ulceration and bifurcation were also present, located in the lad, lcx and the rca. It was reported that 145 patients were treated with either resolute integrity or resolute onyx des. 4 patients failed to implant stents and there were two patient deaths. Clinical outcomes were cardiac death, mi, target lesion and target vessel revascularlisation and in stent restenosis.